Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported that during a refractive procedure on a patient's left eye a system message appeared stating vacuum exceeds limit. Laser procedure was aborted at 98%. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. Review the logfile for the day of treatment shows during the side cut of the reported treatment the user achieved valid and good values for both suctions but in one second suddenly the vacuum values for the suctions dropped down. The warning message 'vacuum exceeds limits - treatment was aborted' appeared and the system aborted the treatment. The warning message was shown because the suction values were oscillating at the lower limit. The user did not restart the aborted treatment. The reported error is caused by the movement of the patient´s eye which caused the system to exceed the lower warning limit and aborted the treatment. No technical failure can be identified by reviewing the logfile. The root cause is a movement of the patient eye. (B)(4).